Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that some of the orders were not crossing to the machine under all orders. Technical support specialist verified the server webpage, the patient is showing, but when checking the 5 sample medid given under patient order, no results were returned. The tss advised the user to reach bestcare team to resend these orders correctly from the system. The tss ran ext.received message and noticed some orders return as null and not processed correctly. The tss advised the user to connect to pis team to resend the orders. The customer later confirmed that the issue was resolved, and the device was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available

Event description:
It was reported when using the bd pyxis¿ es server, there was order interface problem, patient date was not current. The customer reported that the malfunction occurred when user trying to issue medication to patient, resulted delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.